Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received inside foil pouch. A visual examination of the foil pouch containing the device within found that a tear 15mm in length was present starting at the ¿v notch¿ easy-open markings. The tear followed the direction of the recommended opening ¿cut line¿, that is to say that the tear is consistent with a customer beginning to attempt to open the package for use. The tear has penetrated through the foil pouch and therefore the sterility and integrity of the package and device has been compromised. A visual and tactile examination found no other issues with the seals on the foil pouch; all 3 chevron vendor seals were intact and the final seal (4th) was intact also. The complaint report has noted that the customer is unsure how this damage could have occurred to the foil pouch and no information is available on the condition of the outer carton packaging and its ¿tear tab closure strip¿. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the packaging of the device was torn. A 2.75mm x 38mm promus element plus stent was selected. When the inner silver pouch was removed from the box, the pouch was noted to be torn. The device was not used.

Event description:
It was reported that the packaging of the device was torn. A 2.75mm x 38mm promus element plus stent was selected. When the inner silver pouch was removed from the box, the pouch was noted to be torn. The device was not used.